Event description:
It was reported that the system was explanted due to infection. Chronic lead endocarditis was also noted. A new system was implanted on (B)(6) 2018 without any complications. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.